Event description:
It was reported that pump displayed malfunction alarm. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received pump reset instructions, completed reset with assistance, and pump was working properly afterward; no additional information was received regarding any further outcome.